Event description:
A customer observed a false negative result using vitro's immunodiagnostics product ahbc reagent on a vitro's eciq analyzer. The same sample was positive on an alternate method for assay of ahbc. A second sample drawn several months later from this pt gave a positive result on the vitro's ahbc and alternate ahbc methods. It is not known if the false negative result was reported. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Based on info obtained, it is possible that the cause is that the sample from the pt had not yet fully sero-converted causing the antibody to not be detected by the vitro's ahbc assay. Investigation of this event was unable to determine a root cause as the user was unwilling to provide needed troubleshooting documentation.